Event description:
It was reported that a month after implant, the patient developed septic shock. The patient stated they had a fever for the previous two weeks. It was also reported that the patient he had a syncopal episode due to septic shock. Cultures were taken and the patient placed on antibiotics. It appeared the original location of the infection was the incision site. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758, implantable tachy lead, (B)(6) 2013. A ddbb1d1, implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).